Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from south africa, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. No problems were found during the alignment step. During the valve deployment, the balloon was not centered, positioned too much on the ventricular side. The procedure was successfully completed. The patient did not suffer any injury and was noted as to be stable and discharged. As per the video of the deployment provided, the valve was not between the markers (above the most proximal marker) when it was deployed.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and minor gouges on the flex tip were observed. Due to the nature of the complaint, no applicable functional or dimensional testing was required. Imagery was provided and the following was observed: there was tortuosity and calcification in the patient anatomy; prior to flex tip retraction the valve is between the markers but is non-coaxial with flex tip; after flex tip retraction the valve is not between markers; and the valve expanded as normal. The complaint for "thv moves on balloon working length during positioning" was confirmed per evaluation of the provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. No problems found during the alignment step. During the valve deployment, the balloon was not centered, positioned too much on the ventricular side." A product risk assessment was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, built-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. Per evaluation of the provided imagery, the patient had a tortuous anatomy. Navigating a thv in a tortuous anatomy can buildup tension in the system, which is supported by the presence of minor gouges on the flex tip as observed during evaluation of the returned device. Additionally, while it was reported that there were no problems with valve alignment, it was observed in provided imagery the valve was non-coaxial with the flex tip after alignment and prior to retraction of the flex tip, which also could be indicative of valve alignment difficulties and buildup tension in the system. It is likely that some tension was released during flex tip retraction causing the valve to be mispositioned. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (tension build-up in system) may have contributed to the reported event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.